Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the hook is broken at the distal end of the drive wire. The clip and broken portion of the hook were not returned with the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The product said to be involved was returned in a bio bag with lot number w3257184 on the label. While the initial reporter could not provide the lot number of the device involved, the catalog number listed on this label matches the product returned. The device history record for the lot number on the returned bio bag was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot on the bio bag included with the returned product confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During hemostasis clipping procedure using a cook instinct endoscopic hemoclip. The physician was attempting to clip a section in the right colon. The clip closed on the tissue but the clip would not release from the catheter of the deployment device. The physician had to work with the device to manually detach the clip to the site. This caused some slight ripping of the tissue but the clip did not come off the site. The patient did not require any additional clips or procedures. Confirmed patient did well. Our laboratory evaluation confirmed the drive wire disconnected from the distal hook end of the device and the hook was not included with the returned device and was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unknown. The initial reporter stated that a section of the device did not remain inside the patient's body; however the location of the mission section detected during our laboratory evaluation is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.